Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: (B)(4), model: sc-2317-50, serial: (B)(4), batch: 5124454/5124455.

Event description:
It was reported that the patient was experiencing increasing pain at the lower back with weakness which radiated to the lower extremities. Multiple reprogramming were made with minimal pain relief. Irritation around the ipg site was noted. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.